Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that, after a thr that had been performed on 2003, there was a revision surgery to address an unspecified event. The spec ef prim ho 12/14 sz 2 was explanted. The current status of patient¿s health is unknown.

Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. There is no information that would suggest the device failed to meet specifications. A review of complaint history revealed prior complaints for the listed part. A relationship, if any, between the device and the reported incident could not be corroborated. According to clinical medical investigation, this case reports the patient underwent a thr revision due to an unspecified reason. To date, the requested surgical records and x-rays have not been provided. Therefore, the patient impact beyond the revision cannot be determined. Due to the lack of information provided, a clinical assessment cannot be rendered at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. Based on this investigation, the need for corrective action is not indicated. A review of risk management files and the instructions for use found that the probable cause failures were documented appropriately. The potential probable causes for this event could include but not limited to a patient condition, user or procedural error. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.